Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to its inclusion in an advisory population.